Event description:
It was reported that customer's insulin pump alarmed and insulin is squirting out. Customer's blood glucose was 8.9 mmol/l. The device was not dropped. The drive support cap is not damaged. The device is being replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).